Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the deformation and dirt was the biopsy channel port was touched by endo therapy accessory or cleaning brush when those products were inserted/withdrawn, as a result, this event occurred. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bronchovideoscope was a demo device that was returned with no complaint. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel port was deformed and dirty. The report is being submitted due to deformed forceps channel port found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in "event," evaluation found that water tightness was lost due to a pinhole in the bending section cover, the bending section cover was cut, the bending angle in the up/down direction did not meet the standard value due to wear of an angle wire, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.